Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an etco2 test failure. The customer has already replaced the etco2 module but the problem persists. There was no reported patient or user involvement and no adverse patient/user impact.